Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx was implanted to treat an abdominal aortic aneurysm. The patient presented for a routine follow-up approximately two (2) year post-op. A possible type ia endoleak was identified. The patient underwent a secondary procedure on (B)(6) 2017. The physician implanted a palmaz stent successfully resolving the type ia endoleak however, a type ii endoleak remained at that conclusion of the case. The patient is reported as well. The physician has elected to continue monitoring the patient.